Manufacturer narrative:
Per follow-up, agent reported that the patient was seen recently for their regularly scheduled pump refill. The patient had no further complaints and the issue of hot flashes resolved. The patient's pump was operating as expected, there were not error codes or volume discrepancies. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A supplemental MDR will be submitted if any additional information is received. Internal complaint #: (B)(4).

Event description:
A patient's partner reported that their partner was having hot flashes following an MRI. It was reported that the physician did the pre- and post-MRI protocols. Per follow-up with agent, the doctor reportedly followed the MRI protocol and did not know why the patient had hot flashes. The doctor believed that the sensation of hot flashes could potentially have been due to the patient being without medication for a period of time and then undergoing the MRI.